Event description:
Adverse event(s): "when any light enters his right eye the right edge is distorted when in a dark room, flashes" (visual disturbances); "floaters" (vitreous floaters). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, when any light enters his right eye, the right edge is distorted when in a dark room. He reports that his vision is "fantastic" at 20/15. When he told his surgeon about this issue, the surgeon told him he was seeing flashes and floaters. He was also dilated and all was normal with his retina. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).